Event description:
It was reported to globus that the left transition rod (three level) had a broken pet cord at the proximal segment l2. Initial surgery was a three level tlif l3-s1. A revision surgery was necessary to remove the broken cord.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specification, maintained and distributed in accordance with all federal, state an operating procedures. The implant involved in this complaint is a 3-level buildable implant spanning the l3-s1 levels. Visual inspection found the pet cord had broken towards the superior end of the construct. It was reported patient was a smoker, and fusion did not occur at the l3-l4 level. The cord was still securely held at the end spool (s1 level). All relevant measurable dimensions were checked, and within specification. The exact cause of the breakage cannot be determined.